Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi #45. Surgery details: primary stability not achieved, implant surface not completely covered w/bone and immediate extraction site. On (B)(6) 2018 non-osseointegration was verified. Patient presented with inadequate bone qlty/qty. The device was sent to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity, abscess and inflammation. No further patient complications were reported.